Event description:
Pt's caregiver removed tubing from package. Inserted spike into IV bag. Tubing 1/4 inch below level of spike completely separated. This occurred 2 consecutive nights. Pt receiving tpn therapy.